Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis.

Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. The device was fired and the clip slipped off of the vessel. Another device was used to complete the procedure. There was no adverse consequence to the patient. The device was discarded.